Manufacturer narrative:
E1 initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a octaray mapping catheter and char was found on one of the spines. After the procedure completion, when the catheter was removed, char was found. No patient consequences were reported.

Manufacturer narrative:
On (B)(6) 2024, bwi received additional information regarding the event. The physician confirmed that there were no error messages on bwi equipment during the procedure. There were no temperature or flow issues. The generator and pump parameters had no issues. The amount of char was not considered to be excessive according to the physician. Heparinized normal saline was used. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
According to the information received, it was reported that after the procedure completion, when the catheter was removed, char was found, using a octaray nav. The device was returned to biosense webster for evaluation on 13-jun-2024. A visual inspection and irrigation test of the returned device were performed in accordance with bwi procedures. Visual analysis revealed no damage or anomalies on the device. The customer reported that char was found after the procedure completion; however, during the analysis in the lab, no char, thrombus, or clot residues were observed. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The thrombus/clot issue reported by the customer could not be confirmed, other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instruction for use (IFU) contains the following warnings and precautions: to avoid char formation on the rings of this mapping catheter, do not apply rf energy when the ablation catheter is in contact with one or more rings of the mapping catheter. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).